Event description:
It was reported that the patient experienced a change in therapy effect. The patient was having increased spasticity in his arm and his leg was ¿stiffing up¿. This started on (B)(6) 2014 and the patient had an appointment for the (B)(6) 2014. It was noted that the patient had an MRI in october. It was stated that they were ¿not sure if it¿s working¿. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).